Event description:
A customer reported an issue with the touchscreen responsiveness of their pump. The screen was frozen and unresponsive to input, but it was confirmed that the touchscreen was not cracked or shattered. The customer's blood glucose level did not exceed 500 mg/dl and was not adversely impacted. Technical support provided the customer with complete instructions for resetting the pump, after which the customer performed the reset successfully. The pump reset resolved the issue, allowing the customer to interact with the screen normally again.